Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was reported that the pump was overheating. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-aug-2018 with the following findings: a review of the pump black box showed the dates from (B)(6)2018 to (B)(6) 2018. The black box data from reported time/date of complaint has been overwritten due to continued use of the pump. The current black box showed no evidence of a sudden drop voltage that would indicate over heating occurred. During investigation, the pump powered with the returned battery cap. The battery cap was able to fully tighten. No battery compartment cracks observed and there was no evidence of moisture inside battery compartment. The pump was tested for a minimum of 24 hours with no alarms, overheating, or power loss duplicated. The pump electrical current draws were found to be within specification. The pump case was removed and no evidence of moisture or loose components were observed inside the pump. The power flex and components had no defects; no damage was observed to the power circuit. The complaint of a temperature issue was not duplicated during investigation. A battery was not returned with the pump.